Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter would not deflate the day after surgery, the inflation lumen was cut and the catheter deflated. There was no medical intervention reported. The catheter was pretested with no issues.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was evaluated and no pinch or blockage was observed. We were able to introduce water in the returned sample. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "precautions for use (1)when resistance is encountered in inserting catheter, stop the procedure and remove the catheter, (2)when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed. (3)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely, (4)do not wipe catheter surface with organic solvents such as alcohol, (5)do not aspirate urine through drainage funnel wall, (6)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely, (7)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Event description:
It was reported that the catheter would not deflate the day after surgery, the inflation lumen was cut and the catheter deflated. There was no medical intervention reported. The catheter was pretested with no issues.